Event description:
It was first reported on (B)(6) 2013 that the patient saw the surgeon who placed the device ¿about five to six weeks ago¿ and his device was checked. The patient stated that ¿apparently some of the numbers were not in a proper range¿ and the manufacturer representative said he needed to be checked again four weeks later. The patient tried scheduling an appointment four weeks later, which was two weeks ago from this report. The patient was told that the representative was unavailable and the medical assistant informed him that until a new representative became available, he was ¿basically out of luck.¿ the patient felt this was ¿ridiculous and unacceptable.¿ the patient was in constant pain and was dealing with nausea. The patient stated that the previous representative was thinking that one of the leads was no longer in the proper position, which was the reason for the follow-up appointment. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135: serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135: serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).